Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the extraction of the appendix with the device on a laparoscopic appendectomy, a small part that was attached to the device fell into the cavity of the patient. It was extracted from the patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The pull ring was seated in the handle. Suture string had a frayed end. The bag fully separated and pushed forward. The specimen pouch was fully separated, partially folded and pushed forward towards the tip of the device. There was no bio residue inside the specimen pouch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the plunger is retracted after bag deployment before the bag is completely cinched by pulling the green ring. This premature retraction causes undesirable bag detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.